Manufacturer narrative:
Batch review performed on 09 july 2019: lot 172569: (B)(4) items manufactured and released on 28-jul-2017. Expiration date: 2022-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved in the complaint: batch review performed on 09 july 2019; batch review for cup: versafitcup cc trio 01.26.45.1148 acetabular shell cc trio no-hole ¿ 48 ((B)(4)) lot 188851: (B)(4) items manufactured and released on 12-feb-2019. Expiration date: 2024-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by medacta r&d hip project manager: from the metrological analysis of the liner, an unidentified abnormal deformation of the piece was noticed; we exclude an error occurred during production as the documental analysis on the batch do not report it. A possible cause of the deformation can be related to the sterilization of the piece in the hospital or an improper handling in the operating room during the impaction, for example an incorrect axial alignment with the cup during the impaction, but from the received data we cannot determine with certainty the root cause of the event.

Event description:
The liner doesn't enter in the cup, the surgery was completed using another implant. No delay reported.